Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. The patient reported that if he moved, the controller was ¿arbitrarily¿ increasing up and down on its own. The patient reported that stimulation would go from 2 to 4 and then moves back down and a couple hours later stimulation would be set to 4 and goes down to 2. The patient reported that he could feel the ¿buzzing¿ when stimulation changed. It was noted that the patient had adaptive stimulation enabled. The patient reported that he was initially programmer 2 weeks after the ins surgery. The patient reported that 2 weeks after that he had adaptive stimulation programmed in the device where the patient moved to different positioned. The patient declined being walked through turning adaptive stimulation off to see if anything changed. The patient was redirected to their healthcare provider (hcp) to discuss reprogramming adaptive stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the issue were generator would not maintain settings. It would change on its own. Patient met with the rep on (B)(6) 2018, who reset all programs and lowered the bandwidth. So far everything was working and pulse battery did not have to be charged as often. Patient's weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
Event date updated to (B)(6) 2018 from (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the issue were generator would not maintain settings. It would change on its own. Patient met with the rep on (b)6) 2018, who reset all programs and lowered the bandwidth. So far everything was working and pulse battery did not have to be charged as often. Patient's weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated. Additional information was received and it was reported that the intensity of their stimulation would go up or down without the patient changing it. The patient stated they would also put the ins at a setting, but when they unplugged the recharger from the controller the intensity would go away. The patient also reported the ins would only last about 4 hours before it would die. This was due to the frequency being too high. The patient met with a manufacturing representative and they set the intensity to 4, which resolved the issue. It was determined that the recharge frequency had been high from the beginning, so it was adjusted. No further complications were reported or anticipated.